Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the modular chemistry (mc) probe in the unicel dxc 800 pro synchron clinical system was leaking and vacuum was weak at the wash collar. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer flushed probe and vacuum line prior to contacting bec cts (customer technical support) but it did not resolve the issue. A field service engineer (fse) went on-site (B)(6) 2011 and observed low vacuum at the mc collar wash that would allow di water to escape the collar wash and spray into the gravity drain. Fse replaced the sample probe, collar wash, and syringe valve but the problem persisted. Fse then swapped the 2 sample probe collar wash vacuum valves and the problem followed the valve so fse replaced the collar wash vacuum valve. Calibrations and qc were satisfactory and no further problems were observed. Repair was verified per established procedures. The bec internal identifier for this event is (B)(6).